Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor. The customer states they had issues with their sensor and threshold suspend. The customer's blood glucose level was 80mg/dl. The customer's sensor reading was 50mg/dl. The customer was not able to fully troubleshoot at the time of call. The customer was advised replacement sensor would be sent out.